Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery. A 2.75 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, upon crossing the lesion, the shaft was broken at the mid part. The device was removed, and the procedure was completed with a different device without any patient complications reported.